Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture thresholds and the lead damaged. The rv lead was capped and replaced on (B)(6) 2022 and patient's condition was noted to be stable throughout the procedure.

Manufacturer narrative:
The reported events of unacceptable threshold and ¿lead may be broken¿ were not confirmed. As received, a complete lead was returned in one piece. Visual, x-ray and electrical examination did not find any anomalies except for procedural damage.